Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 188 mg/dl (aviva system 1) and 101 mg/dl (aviva system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.